Event description:
The customer reported that the system had a generator error and locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray monoblock tube was replaced, the filament was calibrated, and the collimator was aligned during the service call. The system was tested and found to be working as intended and put back into service.